Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pe5852 batch number, and no non-conformances were identified. Additional investigation summary: it was reported performance breakage suture. An unopened sample of product code sxpp1a445, lot # pe5852 was returned for evaluation. The complaint sample was not received for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area of the eight needles were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested samples met the finished goods requirements. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? What was the name of the procedure? What tissue was the stratafix suture used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the stratafix suture placed? Was the suture placed starting at the end (left and right side) or middle of the incision? Were any solutions used in the incision prior to closure? What date did the patient present with dehiscence (# post op days)? Can you describe the appearance of the stratafix suture during the second procedure? Can you explain ¿the suture was protruding through the skin¿? What was the location of the suture breakage (proximal, tab, middle)? What is the surgeon¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent diverticulitis procedure on (B)(6) 2019 and barbed suture was used. Three weeks post-op, during follow up, it was discovered the suture had broken in the middle and was protruding through the skin. A repeat surgery was needed to repair the suture. The fascia was intact and the patient was reported to be fine. Additional information has been requested.